Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with four proglide devices were attempted in the calcified right common femoral artery via 9fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Two additional proglide devices were used for successful suture placement using the preclose technique and achieving hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with four proglide devices were attempted in an unspecified vessel using the preclose technique prior to an interventional procedure. Reportedly, cuff misses occurred with the four proglide devices. A prostar xl device was used for successful suture placement using the preclose technique. The interventional procedure was completed and hemostasis was achieved using the pre-placed sutures from prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The name of the physician was provided; however, it is unknown if trained in the use of the proglide or prostar xl devices or established in the pre-close technique. No additional information was provided.